Event description:
It was further reported that the controller ac adapter also exhibited power switching associated with a vad stop. Review of log file data revealed multiple power disconnect alarms on one of the batteries, an unexpected loss of power to the controller, and a motor start event with parameters outside of the typical range. The vad remains in use.

Manufacturer narrative:
A supplemental report is being submitted for additional information and corrections to b3, b5, h6 and h10. Additional products: d1: heartware ventricular assist system ¿ controller ac adapter d4: model #: 1430 / catalog #: 1430 / expiration date: 30-nov-2024 / serial or lot#: (B)(6). UDI #: (B)(4) d9: no h3: no h4: mfg date: 07-feb-2022 h5: no d1: heartware ventricular assist system ¿ pump d4: model #: 1104 / catalog #: 1104 / expiration date: 31-may-2019 / serial or lot#: (B)(6). UDI #: (B)(4) d9: no h3: no h4: mfg date: 31-may-2017 h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. One (1) controller (B)(6), seven (7) batteries (B)(6), and one (1) controller ac adapter (cac601730) were returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries and cac adapter revealed that the devices passed visual inspection and functional testing. The batteries were able to charge and power a test controller with no anomalies observed. Internal visual inspection of the batteries and cac adapter did not reveal any abnormalities. Failure analysis of (B)(6) revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports, the serial port, and the pump connector. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion; no damage was observed with the controller receptacles' springs and troughs. Internal visual inspection did not reveal any anomalies. Log file analysis revealed that the controller in use during the reported event (B)(6) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several instances of premature power switching events that were due to momentary disconnections involving (B)(6) and an instance of premature power switching due to communication error involving battery(B)(6). Review of the event log file revealed 11 controller power-ups with associated pump start events logged from 06/mar/2024 at 01:29:50, at 01:30:10, 07 /mar/2024 at 07:02:16, 09/mar/2024 at 09:44:01, 10/mar/2024 at 10:35:42, at 10:36:29, at 10:38:03, 13/mar/2024 at 06:40:11, 16/mar/2024 at 22:36:55, 17/mar/2024 at 09:50:09, and 06/apr/2024 at 23:44:02, indicating losses of power to the controller. Of note, the da ta log file covering the first four (4) power-up events was not available. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. The controller was without power for an average of about 12 seconds per loss of power. No anomalies were observed leading up to the losses of power. Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, review of the data log file revealed multiple instances involving (B)(6), where the battery¿s relative state of charge (rsoc) values were between 101-201, which is indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source is a power adapter or a battery with an rsoc greater than 25%. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on 10/apr/2024, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Log file analysis revealed a motor start event recorded on 06/apr/2024 at 23:44:05 in which motor start parameters were atypical. As a result, the reported battery power switching, vad disconnect, loss of power, power disconnect alarm, and atypical motor start parameter events were confirmed. The reported power switching related to the controller ac adapter was not confirmed. The associated batteries and cac adapter were lubricated prior to release. Based on an investigation conducted under CAPA pr00574181 and the available information, the most likely root cause of the reported batteries not recognized and power switching event can be attributed to momentary disconnections and/or communication errors due to fretting corrosion of the controller-port/power-source pins, and/or contamination on the controller receptacle sockets/power source pins. Even though this CAPA is now closed, (B)(6) and associated batteries falls in scope of this CAPA. The most likely root cause of the observed contamination events involving (B)(6) can be attributed to the handling of the device. A possible root cause of the loss of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources or the reported controller exchange. CAPA pr00551638 is investigating controller losses of power. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. H6: the codes present in section correspond to components/products that comprise the reported event. Additional products: d1: battery d4: (B)(6): yes, return date: 27-may-2024 h3: yes d1: battery d4: (B)(6) d9: yes, return date: 27-may-2024 h3: yes d1: battery d4: (B)(6); d9: yes, return date: 16-may-2024 h3: yes d1: battery d4: (B)(6); d9: yes, return date: 16-may-2024 h3: yes d1: battery d4: (B)(6) d9: yes, return date: 16-may-2024 h3: yes d1: battery d4: (B)(6) d9: yes, return date: 16-may-2024 h3: yes d1: battery d4: (B)(6); d9: yes, return date: 16-may-2024 h3: yes d1: controller ac adapter d4: cac601730 d9: yes, return date: 16-may-2024 h3: yes d1: vad d4: (B)(6) h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient's controller and multiple batteries had unexpected power switching which resulted in a vad stop alarm.  The controller and batteries were removed from use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Section d references the main component of the system. Other medical products in use during the event include: additional products: d1: heartware ventricular assist system ¿battery d4: model#: 1650  / catalog#:  1650 / expiration date: 30-jun-2024 / serial or lot#: (B)(6) / UDI#: (B)(4) / d9: no / h3: no, device evaluation anticipated, but not yet begun / h4: mfg date: 10-jun-2023 / h5: no / h6: the codes present in section h6 correspond to components/products that comprise the reported event.   D1: heartware ventricular assist system ¿battery / d4: model#: 1650  / catalog#:  1650 / expiration date: 30-jun-2024 / serial or lot#: (B)(6) / UDI #: (B)(4) / d9: no / h3: no, device evaluation anticipated, but not yet begun / h4: mfg date: 10-jun-2023 / h5: no / h6: the codes present in section h6 correspond to components/products that comprise the reported event.   D1: heartware ventricular assist system ¿battery / d4: model#: 1650  / catalog#:  1650 / expiration date: 30-jun-2024 / serial or lot#: (B)(6) / UDI#: (B)(4) / d9: no / h3: no, device evaluation anticipated, but not yet begun / h4: mfg date: 10-jun-2023 / h5: no / h6: the codes present in section h6 correspond to components/products that comprise the reported event.   D1: heartware ventricular assist system ¿battery / d4: model#: 1650  / catalog#:  1650 / expiration date: 30-jun-2024 / serial or lot#:  (B)(6) / UDI#: (B)(4) / d9: no / h3: no, device evaluation anticipated, but not yet begun / h4: mfg date: 10-jun-2023 / h5: no / h6: the codes present in section h6 correspond to components/products that comprise the reported event.   D1: heartware ventricular assist system ¿battery d4: model#: 1650  / catalog#:  1650 / expiration date: 30-jun-2024 / serial or lot#: (B)(6) / UDI#: (B)(4) / d9: no / h3: no, device evaluation anticipated, but not yet begun / h4: mfg date: 10-jun-2023 / h5: no / h6: the codes present in section h6 correspond to components/products that comprise the reported event.   D1: heartware ventricular assist system ¿battery d4: model#: 1650  / catalog#:  1650 / expiration date: 30-jun-2024 / serial or lot#:  (B)(6) / UDI#: (B)(4) / d9: no / h3: no, device evaluation anticipated, but not yet begun / h4: mfg date: 10-jun-2023 / h5: no / h6: the codes present in section h6 correspond to components/products that comprise the reported event.   D1: heartware ventricular assist system ¿battery / d4: model#: 1650  / catalog#:  1650 / expiration date: 30-jun-2024 / serial or lot#:  (B)(6) / UDI#: (B)(4) / d9: no / h3: no, device evaluation anticipated, but not yet begun / h4: mfg date: 10-jun-2023 / h5: no / h6: the codes present in section h6 correspond to components/products that comprise the reported event.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.